Event description:
In 2008, the patient's mother reported that the patient is experiencing infusion site concerns. The patient has had infusion sites fall off, the infusion tubing becomes twisted and kinked, and the infusion site area is tender. The mother has to change the patient's infusion site often and the patient has experienced elevated blood glucose as a result. Her blood glucose has been as high as 386 mg/dl. Her normal blood glucose range is 80-165 mg/dl. Symptoms of elevated blood glucose are headaches, thirst, and feeling poorly. The patient is not able to use her abdomen as an infusion site due to scar tissue from injection therapy. The patient has eczema and takes several medications and she is also allergic to latex. The infusion site area is limited due to the patient's size. The mother stated that the patient has wet the bed a "couple" of times causing the infusion site to fall off. The patient was sent liquid adhesive, sample infusion sets, and information on infusion site management. The mother stated that they would be seeing the doctor soon. Further attempts to follow up with the patient were unsuccessful.

Manufacturer narrative:
No product will be returned for evaluation.